Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 437mg/dl which was treated with insulin injections. Customer stated that they had blood glucose of 348mg/dl at time of incident and current blood glucose was 340mg/dl. Drive support cap appears normal and insulin exited at the quick release. High pressure test was performed and passed. Insulin pump will not be return for analysis.